Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the button contacts. The pump was opened and no evidence of moisture damage was found. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.